Event description:
Clinical study. Same case as #6000093-2005-00111, #6000093-2005-00112, #6000093-2005-00114, #6000093-2005-00116, #6000093-2005-00117. It was reported that during a coronary artery drug eluting stenting procedure, the pt experienced a stent thrombosis, myocardial infarction (mi) and a target vessel reintervention, and 22 days after the procedure the pt expired. The lesions being treated were a 4.25 mm, 80% stenosed left main coronary artery (lmca) lesion. The lesion was predilated. The physician then placed 2 taxus express2 8.8% 3.50 x 24 mm drug eluting stents and a taxus express2 8.8% 3.5 x 24 mm drug eluting stent in the lmca. There was a 6 mm overlap. The next lesion treated was a 4.0 mm, 95% stenosed prox left anterior descending artery. The lesion was predilated. There was a visible thrombi at the treated site. The physician then placed a taxus express 2 2.75 x 32 mm drug eluting stent in prox (lad). The next lesion treated was a 3.0 mm, 90% stenosed mid left anterior descending artery (lad). The physician then placed a taxus express2 8.8% 2.5 x 16 mm and a taxus express2 8.8% 2.5 x 24 mm drug eluting stents with a 6 mm overlap in the mid lad. The next lesion treated was a 2.75 mm, 90% stenosed dist left anterior descending (lad) artery lesion with a dissection distal to the lesion. The physician then placed a taxus express2 8.8% 2.5 x 20 mm drug eluting stent in the dist lad. The pt suffered an inferior q-wave mi during the procedure per elevated cardiac enzymes. Twenty-two days later the pt expired. There was no autopsy. The cause of death is listed as electromechanical dissociation. In the opinion of the physician the relationship to the target vessel is "unknown."

Event description:
It was further reported that the pt was enrolled into program in 2005. Target lesion 1 was located in the lmca with 80% stenosis, and was 20mm long with a reference vessel diameter of 4.25. Target lesion 1 was treated with predilatation and a 3.5x24mm taxus stent. A second 3.5x16mm taxus stent was placed when follow-up angiography indicated inadequate coverage of the vessel ostium. Final residual stenosis was 0%. Target lesion 2 was located in the mid lad with 90% stenosis and was 33mm long with a reference vessel diameter of 3.0mm. Target lesion 2 was treated with predilatation and a 2.5x24mm taxus stent which was placed across "v"-shaped kink in the vessel. Follow-up angiography revealed a mid-vessel dissection following predilatation and a distal edge dissection after stent deployment. A 2.5x16mm taxus stent was placed more proximally and in an overlapping fashion. Target lesion 3 was located in the proximal lad with 95% stenosis and was 26mm long with a reference vessel diameter of 4.0mm. Target lesion 3 was treated with predilatation and a 2.75x32mm taxus stent which overlapped the previously stented segment. Follow-up angiography revealed timi 0 flow due to suboptimal stent apposition and thrombus lodged between the stent and the proximal/mid-vessel wall. The proximal and mid-lad were post-dilated with 100% residual stenosis of both vessels. Target lesion 4 was located in the distal lad with 90% stenosis and was 12mm long with a reference vessel diameter of 2.75mm. Target lesion 4 was treated with predilatation and a 2.5x20mm taxus stent which overlapped the most distal stent edge. Follow-up angiography continued to show timi 0 flow. During this procedure, the ramus was also treated with balloon angioplasty; a stent was not able to be deployed due to severe tortuosity mid-vessel. Per catheterization report, no further attempts at pci were made. An iabp was placed, and the pt was electively intubated. The pt subsequently developed cardiac arrest (electromechanical dissociation). CPR was initiated along with IV atropine and epinephrine. Bp and pulse were restored. Emergent surface echocardiogram revealed no evidence of pericardial effusion suggestive of a procedure-induced coronary perforation. Lvef was estimated at 20% with anterior wall akinesis and lateral wall hypokinesis. The pt was transferred to the coronary care unit in cardiogenic shock. Post procedure, the pt's cardiac enzymes were elevated consistent with definition of an mi. Per source documents, cardiac enzymes were elevated consistent with definition of an mi. Per source documents, cardiac enzymes were elevated on admission, the site reports myocardial infarction based upon subsequent elevation. Only one set of event enzymes is provided, representing peak levels. In the opinion of the physician the relationship of the mi to the taxus stent is "unknown," and the relationship to the target vessel is "probable". Two days later pt underwent transesophageal echocardiogram (results not provided). Two days later a biventricular aicd was placed. The pt was eventually weaned from the iabp and transferred to the cardiovascular unit after an extended stay in the intensive care unit. Per discharge summary, the pt made slow progress which was complicated by the development of recurrent malignant ventricular dysrhythmias which could not be controlled despite "multiple medical interventions." The pt expired 18 days later. An autopsy was not performed. In the opinion of the physician the cause of death "electromechanical dissocation. In the opinion of the physician the involvement of the target vessel with the death is "unknown."